Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked below the bumper pad, and had stripped threads. No moisture/corrosion was observed in the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain an electrical connection and was difficult to remove. The reported power complaint was duplicated. The new test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete a 24 hour duration test. No power on reset events were duplicated during this time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment threads were stripped, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.